Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The device was not returned for evaluation. It should be noted that the coronary dilatation catheters (cdc), traveler rx, instruction for use states that the balloon pressure should not exceed the rated burst pressure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported inflation issue and physical resistance appear to be related to operation context and the balloon rupture appears to be related to user error.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, heavily calcified, 99% stenosed, mid left anterior descending artery. For pre-dilatation, a 2.5 x 15 mm nc traveler rx balloon dilatation catheter was advanced to the target lesion and crossed; however, met a lot of resistance during crossing. During the first inflation, when applying pressure of 16 atmospheres for 12 seconds, the balloon would only partially inflate. The device was removed from the patient anatomy and was flushed to check. A saline leakage was noted from damage on the balloon that seemed to have been torn vertically. The balloon catheter was replaced with a 2.5 x15 mm non-abbott balloon catheter, which was inflated without issue. The procedure was successfully completed after stent implantation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.